Event description:
It was reported by service report that the load wheel is broken off of retractable head section. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load wheel horn.